Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4).

Event description:
The reporter indicated that the surgeon was inserting an aa4203tl silicone single piece lens, 12.5 se/3.5 into the patients left eye and the lens became stuck and ripped. The posterior capsule broke, the inicision was enlarged and the iol was removed, vitrectomy was done and an ac lens was implanted.

Manufacturer narrative:
(B)(4).